Manufacturer narrative:
H10: the touchscreen part which was replaced at the customer site was returned to the philips product investigation lab (pil) for evaluation. The touchscreen flex circuit passed all resistance testing. The touchscreen passed all diagnostic testing and passed all operation testing. The touchscreen operated as expected with no issues noted and no problem found. The pil technician verified that the navigation ring operated without issue and as designed through use of the returned touchscreen. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H10: the field service engineer (fse) conducted onsite service at the customer site on 03/30/2023. The v60 touchscreen was replaced to resolve the issue. The device passed testing and verification. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator, indicating that the navigation ring sometimes did not respond. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The remote service engineer (rse) spoke with the customer, who stated that onsite service was needed. A philips authorized service provider (asp) went to the customer site and confirmed the issue. It was determined by the asp that a new touchscreen was required. The asp stated that they would order the part and return for repairs when the part was delivered. The investigation is ongoing.